Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery was performed on (B)(6) 2019 of the patient¿s knee joint. The guide handle (p/n: 900160000) of the finishing guide (p/n: 900146000) was connected to the bone cutting surface. When the surgeon struck lightly at the handle part with the hummer for execute finer adjustment, it was broken at connection part. It was a damage of stainless steel only. There was no problem to osteotomy and there was no adverse consequence to the patient. The surgery was completed without any problems and there was no surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary: no device was returned. Root cause undetermined. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.